Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for a routine follow-up. Myopotential oversensing was noted during deep breathing. Programming changes were recommended. Dft test and further actions will be discussed with the physician.